Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. It was reported that right side of the screen went blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/05/2013 with the following findings: the original complaint of a dim screen was unable to be confirmed upon investigation. The pump powered on and the display was fully functional. The pump performed a rewind, load, and prime sequence with no issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.